Manufacturer narrative:
The reported event of interrogation anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. The device was able to communicate via both inductive and bluetooth telemetry in the laboratory. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported, during an implant procedure on (B)(6) 2023. The implantable cardioverter defibrillator (ICD) presented with an error message. The device was not used and replaced within the same operation. There was no patient involvement.